Event description:
It was reported that bone resorption was noted after transforaminal lumbar interbody fusion (tlif) with posterior instrumentation, and rhbmp-2/acs placed within and adjacent to an interbody cage. Pedicle screw and bilateral rod construct were used. Prior to surgery, the patient(s) were evaluated for 1-level or 2-level degenerative disc disease with or without radiculopathy. The patient(s) had previously failed conservative management. Computed tomography (CT) studies were performed at a minimum of three months post implant. The CT studies demonstrated two levels of severe vertebral osteoclasis, defined as bone resorption greater than 75% of the area of the interbody graft. The number of patients was not stated. No details or other outcomes were mentioned.

Manufacturer narrative:
(B)(4). Literature citation: mcclelland, et al. Vertebral bone resorption after transforaminal lumbar interbody fusion with bone morphogenetic protein (rhbmp-2). J. Spinal disord tech. 2006; volume 19, number 7; pp483-486. A review of the device history records cannot be performed without additional device information. Without return of the device or associated records, it is not possible to ascertain a cause for the reported event.